Event description:
The surgeon attempted to implant a silicone toric plate lens but it tore as it came out of the cartridge. There was no pt contact or injury. The pt is fine. The contact did not provide the model and lot numbers of the cartridge and injector used.

Manufacturer narrative:
Eval visual inspection of the product found the lens optic and haptic torn. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.